Event description:
The customer reported, the systems' x-ray beam was not aligned. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.